Event description:
It was reported that during an external fixation on distal tibia, surgeon had problem applying the large combination clamps; the wrench would not fit over the nut on the clamp. Surgery was completed successfully with no extra time. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received in good condition. A review of the device history record did not reveal any conditions that could have contributed to the reported event. All relevant features were measured; the hex measured oversized. An internal corrective action has been opened to address the root cause of the issue.